Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 3.50 x 48mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during insertion, the shaft broke. The device was removed from the patient, and a new synergy des was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided.